Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. A tear and kink was observed in the exposed cannula. Although damage to the cannula was observed, it is unclear when the tear occurred. No other defects or deficiencies were found during the investigation. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 145185caw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels exceeded 27.8 mmol/l (500 mg/dl) while wearing the pod between 4 and 24 hours on the arm.

Manufacturer narrative:
Removed the following statement that was entered in error on initial emdr: though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive inline and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time.